Event description:
Md started to draw up medication with the 20ml syringe when he noticed that the 20ml syringe is busted and missing a piece of the syringe. Missing piece not in kit. Replacement sought from external supply.